Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the patient with complete heart block had not been feeling well and presented the emergency room. There was report that the right ventricular lead had intermittent capture at 3.5 and that impedances had dropped from 900 to 500 ohms. The previous threshold was 2.4 at 0.4. As a result this lead was revised and the patient was doing well. No further adverse patient effects were reported. Information suggests this lead remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.